Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow up, the physician found a sudden battery decrement of the pulse generator. She reported that 6 months ago the approximate time to replace was 5.5 years. While during the follow up on january 14th, she found the approximate time to replace the device was showing 1.5 years. The device was explanted and exchanged on (B)(6) 2019. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during a routine follow up, the physician found a sudden battery decrement of the pulse generator. She reported that 6 months prior, the approximate time to replace was 5.5 years. While during the follow up on (B)(6), she found the approximate time to replace the device was showing 1.5 years. The device was explanted and exchanged on (B)(6) 2019. No adverse patient effects were reported.